Event description:
A patient reports while activating a pod the cannula had deployed prior to placement at the pod infusion site. In addition the cannula was found to be bent. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g7.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No damages or manufacturing defects were observed that would cause the needle to deploy early. No timeouts or drive stalls were observed. The pods needle mechanism was reset and redeployed successfully using the lock and load fixture. The cause of the reported event could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.